Event description:
The vns generator was replaced on (B)(6) 2012. Attempts have been made for product return; however, the device has not been returned.

Event description:
It was initially reported that the patient had an increase in seizures, unknown if above or below baseline. The surgery is likely but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.